Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and exhibited noise. The patient presented to the emergency room (ER) and they were able to recreate the noise in the primary vector with movement. There was also noise present in the alternate and secondary vectors. Shock impedance had increased since implant, but remained within normal limits, and x-ray imaging showed the s-ICD system position to be the same as when it was implanted. They ran the auto-setup, and the patient only passed in the secondary vector so they were reprogrammed to that vector. Later, the patient experienced a second inappropriate shock and noise. They planned to explant the s-ICD system and replace it with a transvenous system, and so the s-ICD was turned off. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and exhibited noise. The patient presented to the emergency room (ER) and they were able to recreate the noise in the primary vector with movement. There was also noise present in the alternate and secondary vectors. Shock impedance had increased since implant, but remained within normal limits, and x-ray imaging showed the s-ICD system position to be the same as when it was implanted. They ran the auto-setup, and the patient only passed in the secondary vector so they were reprogrammed to that vector. Later, the patient experienced a second inappropriate shock and noise. They planned to explant the s-ICD system and replace it with a transvenous system, and so the s-ICD was turned off. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system due to inappropriate shocks. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and exhibited noise. The patient presented to the emergency room (ER) and they were able to recreate the noise in the primary vector with movement. There was also noise present in the alternate and secondary vectors. Shock impedance had increased since implant, but remained within normal limits, and x-ray imaging showed the s-ICD system position to be the same as when it was implanted. They ran the auto-setup, and the patient only passed in the secondary vector so they were reprogrammed to that vector. Later, the patient experienced a second inappropriate shock and noise. They planned to explant the s-ICD system and replace it with a transvenous system, and so the s-ICD was turned off. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system due to inappropriate shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.